Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our info technology manufacturer in (B)(4) to submit this event that happened in (B)(6). Problem: the customer complaints of intermittent loss of pt images when sending images from the x-ray system to the viewforum which is a workstation, picture archiving, and communication system.